Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned along with a pigtail catheter. During this time it was noted that a "possible thrombus" formed on the pigtail catheter. Additional heparin was administered to the patient. The physician continued with the procedure when the clot was believed to be resolved by removing the pigtail catheter and successfully implanting the device. There were no further issues.